Manufacturer narrative:
The system was examined and the reported event was not replicated. The event was confirmed (via event logs), however. The cpu battery was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 20, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a procedure, the system displayed an error code and then shut down on its own. The system was switched out to complete the case. There was no harm to the patient.